Event description:
It was reported that the pt exsanguinated when the hemostasis valve/sideport assembly became disconnected from the sheath. The disconnect occurred as a result of a staff error which led to an insufficiently secure connection between the two components. The pt expired as a result of this event. The autopsy determined that the cause of death was the result of human error and did not involve a product problem.